Event description:
Follow up information was received from the reporter on 09-sep-2019: it was clarified that the lesion/nodule was excised (previously reported as excision was attempted). The pathology report showed foreign body with focal granulomatous infiltrate in the right malar area.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodule, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100112041 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a physician and concerns a female patient (age, initials not reported) who was injected with an unspecified amount of radiesse high into cheek bone on (B)(6) 2018. Medical history and concomitant medications not reported. The patient developed initial swelling, which never went down. The bag of her eye was hard to touch. Causality, lot, treatment and outcome not reported. Follow up information was received from the reporter on 11-feb-2019: the patient's initials, age, weight and date of birth were provided. Medical history positive for restylane lyft and radiesse. The patient had an upper respiratory infection an unspecified time prior to current injections. Concomitant medications reported as none. The patient was injected with "1 vial" of radiesse(+)(previously reported as radiesse) on (B)(6) 2018. Immediately post injection, the patient developed swelling under the eye and, an unspecified time later, the area became "red, pink, and firm". Treatment reported as intralesional kenalog 2.5, intralesional 5 fu, oral prednisone and oral doxycycline. Lot number reported as 100112041, which corresponds to radiesse(+). Outcome reported as unresolved. Causality reported as related. Follow up information was received from the reporter's office staff on 14-feb-2019: the patient was last seen on (B)(6) 2019. She received an intralesional injection of kenalog and a prescription for doryx (doxycycline) 100mg. The patient's diagnosis is documented as "reaction to filler. " follow up was received from the physician on 09-apr-2019: the patient continues to experience firm swelling under eye. The patient was prescribed doryx (doxycycline) for its anti-inflammatory effect. In the opinion of the reporter, treatment was not necessary to prevent a permanent damage and it is unknown if the event will be permanent. Outcome reported as unresolved. Follow up information was received from the physician on 10-may-2019: the patient developed an erythematous nodule which has not responded to the previously reported treatments of intralesional kenalog, 5-IFU, and oral doxycycline or topical prednisone. The nodule is rising to the surface of the skin. The patient has requested excision. Follow up information was received from the physician's office on 24-jun-2019: this case was upgraded to serious the physician tried to excise the nodule due to it was causing some facial impairment below the eye.